Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received, and without the return of the product in its entirety or the receipt of performance data, and/or completion of analysis, it could not be determined at this time if this product performed as described in the field action. Concomitant product: d224trk, ICD, implanted: (B)(6) 2011. (B)(4). Evaluation summary: analysis of the device memory indicated oversensing associated with the right ventricular lead, that the criteria for the right ventricular lead integrity alert were met, that there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient presented to the emergency room after a right ventricular (rv) lead integrity alert (lia) was triggered and the patient received a shock. Device interrogation showed that the alert was triggered for noise generated with patient arm movement and the shock was inappropriate. It was further determined that the lead had high impedance and a fracture in the pace/sense portion of the lead. The lead was initially turned off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.